Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6), (B)(6) (3014862188-2021-02021,2020: test 1,2 of 3).

Event description:
User reported 3 false positive results. Negative pcr beforehand. This is report 3 of 3.

Event description:
User reported 3 false positive results. Negative pcr beforehand. This is report 3 of 3.